Manufacturer narrative:
H10: the customer reported that the front bezel was replaced. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a check mark button that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.